Manufacturer narrative:
The patient has primary and backup system controllers. The event involved one of the two following serial numbers: (B)(4). The report source did not know which of the two was in use at the time of the alarm. This report is regarding the patient¿s backup system controller. (B)(4): manufacture date: 11/10/2014. (B)(4). Approximate age of device - 8 months (calculated from the date when the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received an alarm. A system controller exchange was attempted in the ambulatory surgical center, however, the driveline could not be engaged into the patient's backup system controller. A new system controller was used and the patient remained asymptomatic during the event. The patient was reportedly doing well on the current system controller with no further alarms reported.

Manufacturer narrative:
Corrected information: based on the investigation, the serial number of the backup system controller was confirmed. Approximate age of device - 8 months (calculated from the date when the system controller was issued to the patient). The reported incident of difficulty in fully inserting and removing the driveline from the system controller could not be conclusively confirmed nor reproduced during the investigation. During the analysis, the connectors from several test lvads were able to fully insert into the returned backup system controller without any issue being noted. Although the returned system controller was able to be connected as intended to the test lvads in our laboratory, similar incidences have been reported and are being addressed through the manufacturer¿s corrective/preventative action system. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.